Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/may/2024.

Event description:
Device explanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: ased on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on anterior and posterior side assessed as surgical damage and observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.